Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "did not feel right" and felt "something may be wrong with the device". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.